Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the complaint device (universal chuck with t-handle, part number 393.100, lot number 9864022). The complaint device was returned with the complaint stating that the chuck could not be opened/ loosened to release the grip on a schanz screw. In addition, the handle itself unscrewed from the body of the chuck and some coating chipped off. The device was received is a used condition with the t-handle unscrewed from the body of the chuck. As previously reported, a review of the device history records reviewed that no non-conformances were generated during the production of the device lot. There were no issues during manufacturing that would have contributed to the complaint condition. During the manufacturing investigation the function of the complaint device was tested. The tightening and loosening of clamped instrument was working as intended. The t-handle is unscrewed from the body of the chuck and not in the original position anymore. With regard to the reported issue, it likely that the release ring of the chuck was not pulled when the user was trying to release the clamped screw. When the release ring is engaged the chuck cannot be opened. While trying to release the screw by turning the chuck left, the entire force went to the thread where the t-handle is connected to the body of the chuck. The thread of the t-handle is secured with adhesive (loctite), but it could not resist the high force which was applied and the t-handle had been unscrewed by approximately 2-3 turns. The complaint condition was confirmed; however, no manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an unspecified procedure on an unknown date the chuck component of the universal chuck with t-handle could not be loosened to release its grip on the schanz screw. Additionally, the handle itself unscrewed from the body of the chuck and some of the coating chipped off. There was no surgical delay. This report is 1 of 1 for (B)(4).